Manufacturer narrative:
As the calibration and qc data provided was acceptable, general issues with the reagent and instrument could be excluded. The partially clotted sample probe found by the field service representative was due to a pre-analytical issue at the site. The customer was using sst tubes so it was recommended that the customer check for correct gel placement in the tube to avoid contamination of the sample probe with the gel.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received questionable vanc2 vancomycin results for one patient sample. The initial result was 2.3 ug/ml with a data flag. The repeat result was 11.9 ug/ml. The customer did not know which result was correct. Neither result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 17618001 with an expiration date of 05/31/2017. The customer performed a precision study. The field service representative found there was a partially clotted sample probe and replaced it. Air purges were performed and passed and the customer ran qc successfully.